Event description:
It was reported that a clip applier was delivering crossed clips.

Manufacturer narrative:
Final investigation showed that the clip applier was returned with four clips. The handle was actuated twice and each time was able to fire, pinch and reload properly. The clips were viewed under magnification and no cross-clipping was noted.